Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 14-nov-2022 h.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, a gray particle was observed inside the syringe. Given the difference in color, it was determined the particle is not a piece of the syringe stopper. As the sample was used, additional testing could not be completed to further identify the composition of the piece, therefore the specific origin is unknown at this time. A device history review was performed for lot 2205503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, a definitive root cause cannot be determined at this time. A project has been initiated to reduce foreign matter within our products. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that foreign particles were found in the bd plastipak¿ concentric luer lock syringe prior to use. The following information was provided by the initial reporter, translated from french: "incident: particles found in syringe prior to preparation of product"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign particles were found in the bd plastipak¿ concentric luer lock syringe prior to use. The following information was provided by the initial reporter, translated from french: "incident: particles found in syringe prior to preparation of product"